Event description:
The measuring device for the 7.3 mm cannulated screw was providing inaccurate measurements during a procedure on an unknown date. Reportedly, it was suggested that either the guide wire had advanced a little and it was not recognized when measuring at the time or the surgeon was not pushing the depth gauge down all the way to the bone. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: the product event evaluation was conducted. Part condition received as: shows signs of use but the device is not damaged. The item received was part number 319.70 with lot number a4gm802. There was nothing wrong with design of this depth gauge. If hospital wishes to use screws longer then 160mm, the recommendation is to order a new depth gauge.

Manufacturer narrative:
The device is for treatment, not diagnosis. Date returned to manufacturer: 7/23/2013. Date received by manufacturer: 7/23/2013. Part was never manufactured with a lot number, which starts with a4 at synthes (B)(4). No DHR review possible. Subject device has been received and is currently in the evaluation process. Investigation is going on; no conclusion could be drawn. Lot # changed from a4gm02 to a4gm802.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part/lot number combination unknown at synthes (B)(4). Without a valid lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis.(B)(4)